Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an error code #37 (autofill failure) and failed a manifold leak test. There was no patient involvement reported.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.